Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 7/14/15 device evaluation: the device has been returned and evaluated by product analysis on 06/26/2015 with the following findings: no activity related to complaint observed in pump histories. Pump powers on to a blank display; after a few minutes pump gives a sleep error message. The new software loaded to master processor, pump was then able to power on and to display verify screen. Returned battery cap used for investigation.